Manufacturer narrative:
Abbott diabetes care is submitting 5,147 mdrs under exemption e2015046 per the reporting instructions specified in the december 1, 2015, retrospective summary report approval letter from FDA. These mdrs are being filed as a result of the 483 observations cited by the FDA on october 22, 2015. H3 other text: device not returned to manufacturer.

Event description:
The reporter contacted abbott diabetes care alleging the meter will not turn on. This MDR is being submitted as part of a retrospective review of issues related to the reportable confirmed malfunction list. There was no report of death, serious injury, or mistreatment associated with this event.